Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip of a drill bit with a diameter of 2.5 mm and a total length of 450 mm was broken and remained inside the patient's body."

Event description:
As reported: "the tip of a drill bit with a diameter of 2.5 mm and a total length of 450 mm was broken and remained inside the patient's body."

Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. The received scaled drill ø2.5mm, ao fitting was visually inspected we can see the cutting flutes are completely deformed, and worn out from the usage and various reprocessing cycles. The surface seems to be damaged for a proper evaluation, but the surface indicates a brittle fracture caused by strong contact with the fragment after the breakage. The breakage was caused by application of excessive torsional and axial force. The mark on the cutting flutes indicates an overload fracture. Furthermore, a hardness test according to (B)(6) on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause can be attributed to a multifactorial root cause, including the normal wear of the device, and the user related issues. If any additional information is provided, the investigation will be reassessed.